Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, rectocele and cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurring vulvar dryness, itching and burning.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to pop; and mesh removal due to erosion. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided.